Event description:
The patient reportedly developed a seroma formation at the implant site one month after implantation. On (B)(6) 2011, the patient was treated with amoxicillin and clavulanic acid for two weeks. Steroids were given and closed negative pressure drainage was performed. Patient was hospitalized on (B)(6) 2011. Surgical drainage was performed (B)(6) 2011. Pediculated skin flap and processor fixation was reviewed on (B)(6). Seroma was resolved and skin flap has been shown good evolution. Infection resolved. The patient continues to be monitored.